Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that button was stuck and insulin pump was exposed to moisture. The customer's blood glucose value was 10 mmol/l. Customer stated that they did not press a button down for 3 minutes or longer. The insulin pump exposed to water and when he looked at the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify stuck button alarm due to blank display. Also, received with minor scratched lcd window, case cracked behind the pump at the corner of the belt clip rails and moisture damage on the motor and force sensor.